Manufacturer narrative:
The referred to psd-20 and concomitantly used footswitch were returned to olympus med systems corp (omsc) for eval. Omsc evaluated the devices and found that they had no abnormality and operated correctly. The exact cause of this phenomenon of the device cannot be conclusively determined; however, there is the possibility that the malfunction of the device is attributed to the user handling of the devices and/or the usage environment. Furthermore, because the high frequency output did not stop, it would appear that a long period of high frequency output was applied to the polyp. It would consequently appear that delayed perforation occurred. It is generally known in publications that delayed perforation is attributed to long periods of high frequency output. Omsc stated the appropriate handling of the psd-20 in the instruction manual when the psd-20 had abnormalities. Omsc checked the manufacture history of the subject device, and no irregularity was found. There were no further details provided. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR report number: 8010047-2015-00240.

Event description:
Olympus was informed that during polypectomy for colon polyp, since the high frequency output had not stopped after the completion of the resection, the facility had turned off the psd-20. Then the facility had turned on it again, the psd-20 had not worked. Four days after the procedure, the facility had performed the contrast study of the pt's colon and found that the pt had suffered the perforation. The facility had treated it with the open surgery.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required on december 17, 2015. This is a supplemental report for MFR report #8010047-2015-00201 to provide the additional investigation results. This is also a report that the subject psd-20 did not stop output. Please confirm the other report about perforation: MFR report#: 8010047-2016-00026. Olympus performed further investigation for the foot switch which was returned to olympus with the subject psd-20. The screw which made the foot switch pedal fixed got out of the foot switch. The foot switch might recognize itself to be stepped on incorrectly because the screw dropped into movable part of the foot switch pedal. Therefore, the foot switch could not stop output. The screw was seemed to drop due to deterioration for long term use by the facility. The instruction manual of psd-20 mentions notifications for handling when the psd-20 had abnormalities. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.